Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
Evaluation summary: neither surgical notes nor x-rays were provided, therefore fit and orientation could not be evaluated. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This device is used for the treatment of the patient. This device was used for treatment of the patient. A review of the primary surgical notes did not indicate any complications and the patient had a trial run from flexion to extension and the range of motion was found to be satisfactory. Notes for the revision surgery were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Zimmer package insert states pain as a potential adverse effect of the surgical procedure. Review of the device history records for the femoral component did not find any deviations or anomalies. Product history review for the product/lot combination showed that the femoral component did not have similar complaints. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Product history review found no similar complaints for the reported part/lot combinations. Zimmer package insert states "pain" as a potential adverse effect of the surgical procedure. This device is used for the treatment of the patient. A definitive root cause remains undetermined with the info provided.